Event description:
Patient had internal fixation of clavicle with a synthes 345 recon plate - 8 hole, 3.5 mm - in 2000. Initial postop x-rays showed good placement. Months later, follow up x-rays revealed this plate had bent to about a 90 degree angle; clavicle had not healed. Pt returned to have plate removed in 2001. A nine-hole 3.5 dc plate place was used for stabilization during this second surgery. Pt was not injured. No further problems expected; however, patient did have to go through a second surgery for fracture fixation. The 345 synthes plate was sent to synthes. Synthes attorney was notified.